Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis which was manifested by abdominal pain. The breach in aseptic technique was described as due to touch contamination further specified as "not cleaning hands properly". It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin (1g, intraperitoneal, for 44 days, frequency not reported) for peritonitis. It was reported that the patient was recovered from the peritonitis event. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.